Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Hospital destroyed device.

Event description:
During a hip revision of an infected cemented spacer (originally implanted devices were not stryker devices) the doctor extracted a cement antibiotic spacer and implanted a 70mm titanium revision cup and 4 screws. The doctor proceeded to do the final trials and decided to move the cup. The doctor extracted the first 3 screws successfully. The 4th screw snapped off 4 of the screw driver heads subsequently. The doctor then used the hospital screw removal set which snapped off as well. The doctor then used the hospitals second snap on removal set which snapped off as well. They then burred the head of the screw off and pulled the cup successfully. The doctor then repositioned, re-implanted the screws, did final trials, implanted the liner and was finished. There was an additional surgical delay of approximately 30 mins to 1 hour. No other adverse consequences to the patient. Product is not being returned as it was destroyed by the hospital. The sales rep asked that it be noted that during procedure they did bring in from a different hospital ((B)(6) medical center) a set of bone screw instruments. One tray sterilized and it was never used.

Manufacturer narrative:
An event regarding seizing involving a gap plate screw was reported. The event was not confirmed. Method & results: -device evaluation and results: not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events found for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned. Visual or function test could not be completed to determine why the product seized. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
During a hip revision of an infected cemented spacer (originally implanted devices were not stryker devices) the doctor extracted a cement antibiotic spacer and implanted a 70mm titanium revision cup and 4 screws. The doctor proceeded to do the final trials and decided to move the cup. The doctor extracted the first 3 screws successfully. The 4th screw snapped off 4 of the screw driver heads subsequently. The doctor then used the hospital screw removal set which snapped off as well. The doctor then used the hospitals second snap on removal set which snapped off as well. They then burred the head of the screw off and pulled the cup successfully. The doctor then repositioned, re-implanted the screws, did final trials, implanted the liner and was finished. There was an additional surgical delay of approximately 30 mins to 1 hour. No other adverse consequences to the patient. Product is not being returned as it was destroyed by the hospital. The sales rep asked that it be noted that during procedure they did bring in from a different hospital ((B)(6)) a set of bone screw instruments. One tray sterilized and it was never used.